Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection via the naked eye was performed and the bottle (housing) was malformed and the stressmember that holds the bladder was also bent sideways. Since the returned product was malformed, a functional flow test could not be performed. Examination on the tubing line noted drug precipitate blocking the fluid path inside the tubing line. The reported condition was verified. One of the factors that may affect the flow rate and be potential cause for underinfusion is drug precipitate. Other factors that may also affect the flow rate and be potential causes for underinfusion are: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ IFU provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor underinfused. The event was further described as; the infusor took 12 hours extra to finish. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted